Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. The device evaluation found water leaking from the output connector socket. Based on the results of the investigation, it is likely that the following led to the malfunction: poor contact due to liquid adhesion. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a b30 scope communication error and another similar error message. The issue occurred during a diagnostic colonoscopy. There was a 5 to 10 minute procedural delay, but there were no reports of patient harm. The intended procedure was completed.